Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow sensors, bellows, and pop-off membrane were replaced.

Event description:
The hospital reported that the bellows would not move. There was no report of patient involvement.